Event description:
It was reported by caller that the joystick was replaced on the tdx3se-ps power chair. Then the dealer states that the wires were being pulled, and the dealer had to talk to tech to reprogram the chair. The caller states that the chair went down again and the dealer told them that a few things had to be replaced, but the caller states that when he wiggled a wire in the back of the chair it worked fine. The end user states that the dealer has the wire pulled so tight that the arm would not raise up. Prid 300159 was created for the original complaint the end user provided more detail to find another provider.